Event description:
A customer contacted baxter technical service regarding an unrelated check patient line alarm which occurred on the homechoice cycler during automated peritoneal dialysis (apd) therapy. During the conversation, it was reported that the home patient (hp) got out of hospital a few days ago for peritonitis. No further information regarding the peritonitis was reported at the time of the call. On (B)(4) 2011, baxter product surveillance (bps) followed up with the peritoneal dialysis nurse (pdn) regarding the peritonitis incident. The pdn confirmed that the hp was diagnosed with peritonitis on (B)(6) 2011 and was hospitalized from (B)(6) 2011 to an unknown date. There was no exit site or tunnel infection associated with the peritonitis. The patient was treated with unspecified antibiotics and heparin. At the time of the call, the patient's condition was reported as ongoing and improved. The patient began automated peritoneal dialysis (apd) on (B)(6) 2011 with extraneal therapy (dose and frequency not reported). It was not reported if the treatment was ongoing. The pdn declined to provide concomitant medications. The pdn stated that the cause of the peritonitis was unknown, however, reported the peritonitis event as being unrelated to baxter pd solutions or devices.

Manufacturer narrative:
(B)(4). The complaint for peritonitis was found to have no device malfunction or use error identified. The problem cannot be confirmed. No assignable cause was determined. A review of all batch record documents was performed for potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(6) 2011 baxter global pharmacovigilance (gpv) received the following additional information from a home patient (hp) with supplemental information from a healthcare professional (hcp). The hp reported being hospitalized on (B)(6) 2011 and discharged on (B)(6) 2011 (previously reported as being admitted to the hospital on (B)(6) 2011 by the pdn). The hp reported that upon being hospitalized, IV (intravenous) antibiotics were initiated (type and dose was unknown) and on an unknown date during hospitalization, IV antibiotics were discontinued and oral antibiotics were initiated (type and dose unknown). The patient remained on pd therapy, no change in dosage. On (B)(6) 2011 gpv received the following information from a hcp. The hcp refused to provide medical information regarding the patient. The reporter stated, "I can tell you that the peritonitis had nothing to do with baxter or baxter products." No further information was requested.